Event description:
Reporter called and was sent to him by resp because the map would fluctuate all over the place. Told him that it sounded like the auto-limit feature was activated. He stated they were not sure but after a new circuit was put on vent. Unit did not auto-limit. Passed pt circuit cal and performance check ad ran for a few hours without incident. Suspect water in circuit. They would like someone to come in and look at vent and give it through looking over and replace any parts that 'may' need to be replaced. Po# to be issued at time of svc call. Will dispatch svc call, and will let sales know about situation, possible user error. Also gave # for tech support and told rpt it is available 24/7.

Manufacturer narrative:
The viasys field svc rep reported that the initial problem was the map won't go above 30. Then peaks to 50's then dumps in a repetitive fashion. Vent was found to be fully functional, both with the original pt circuit and with the test circuit. A map of -53 was obtained, comfortably. When adjusting the map in a slow even fashion. The story he rec'd was that the pt was in the process of coding and deteriorating when rapid adjustments were made with the vent. The pt had numerous chest tubes which may have been leaking, according to respiratory staff. In addition, the bias flow line where it attaches proximal to the vent circuit may have been loose. In an effort to maintain and achieve a higher map the staff maxed out the flow meter (60 lpm) and maxed the map adjust. This is when the vent began to pressurize and dump. The vent was taken off the pt with the circuit capped and it behaved the same way. The map and flow were never decreased, so it behaved the same as it did on the pt. The pt was transitioned to a 3100a. Post incident, the vent was tested by the biomed with the original vent circuit and with the test circuit it passed in both cases. The viasys field svc rep checked and adjusted the zero and span of the map. The zero was 0.8. Only off by 3. All pressures were checked and verified as follows: airway sense-135cwp. Blue limit=84mmhg. Green control=180mmhg, and red dump=346mmhg. The vent was left running for testing purposes. Biomed will observe the vent for any unusual behavior. All of his tests revealed no problems with the equipment. The 3100b is only used by the staff approx 3 to 4 times per year. He recommended some on site clinical training and gave them the # to arrange for training.